Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The control board was recommended for replacement, and a quote has been issued but has not been accepted to date. The resolution is not confirmed for this case.

Event description:
The hospital reported the unit had a system reset error causing a loss of mechanical ventilation. There was no report of patient involvement.